Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered on tip of plunger and barrel with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, translated from (B)(6) to english: there were black cotton-wadding foreign bodies on the tip of the plunger rod and the tip of barrel, both of which were outside the product, inside the wrapping paper, and the outer package bag was not opened.